Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer did not provide their blood glucose level at the time of the event. There was no reported impact to the customer¿s blood glucose level. The customer used multiple daily injections as backup therapy to ensure insulin delivery continued uninterrupted. Technical support decided to replace the pump and confirmed the shipping address.